Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to 3003768277-12/28/2023-012-c.

Event description:
It was reported to philips that flexviewing pc unable to display video inputs. This is connected to startup issues related to a azurion 7 m12. There was no reported patient or user harm.